Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the hyperglycemia. Customer¿s blood glucose level was 627 mg/dl at the time of incident and current blood glucose level was 627 mg/dl. The customer other blood glucose level was 672 mg/dl. The customer did not experiences any symptoms related to the high blood glucose. The customer was neither in the emergency not admitted into the hospital as a result of high blood glucose. Troubleshooting was done by the patient for the high blood glucose under delivery. The customer was treated with the insulin pump. The customer stated that insulin pump gives the no delivery alarm. The customer reports they disconnect and reconnect the reservoir and infusion set at the tubing connector and push insulin slowly through the tubing. Customer reports insulin does not exit and there is greater than normal resistance with plunger push. The insulin pump will not be returned for analysis.